Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. They were unable to recreate the issue as described in the complaint. The logs indicated that the contrast button on the pendant was pushed during the time of procedures. All tests and verifications successfully passed. System was fully functional and returned to customer for clinical use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that when taking scout images, the image colors appeared inverted where the anatomy was black and the rest of the image was white on the mobile viewing system (mvs). Site performed a soft reboot with no resolution. Clinical consultant was unable to annotate the images to resolve the issue. Technical service recommended performing a hard reboot with umbilical cord detached was pending. This was occurred pre-operatively. There was no reported delay and no reported impact to patient outcome.